Event description:
It was reported the hcp wanted to print out the report on (B)(4) 2013 on the programmer but there was nothing for that patient in the data session file manager. There was not an update to the pump. The patient was sent home before they knew about the issue and the patient¿s information was no longer in the 8840. The hcp planned to have the patient return to the clinic so they can re-read the pump and create a print report. The pump was delivering morphine, bupivacaine and an unknown medication. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).